Event description:
It was reported that the patient underwent generator and lead reimplant on (B)(6) 2014. Device diagnostics with the new vns system were within normal limits.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient underwent surgery (B)(6) 2013 to explant her generator and lead due to an infection that developed at her generator and lead sites. The generator and lead sites had redness that progressively worsened following lead replacement surgery on (B)(6) 2013. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.